Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer removed the obstruction and made adjustments to the rails on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed. Customer stated that there was a delay in user accessing and issuing the medication. There were no adverse events or injuries reported based on this event.